Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Facility reported that during a lap chole procedure the surgeon was using a prestige grasper. Both tips of the grasper dislodged from the instrument and fell into the cavity of the patient. Surgeon was able to retrieve both pieces of instrument. No patient injury , no surgical delay.

Manufacturer narrative:
One atraumatic d/a grasper was returned for evaluation. Visual assessment of the confirmed the reported breakage. The dual action housing has broken off causing the upper and lower jaws to come free. The jaws were returned for examination and showed no damaged. The break of the dual action housing was angular in nature and slightly splayed. The sheath was bent/bowed. The condition of the device was consistent with excessive forces being applied during use. Per the device IFU (instructions for use) "instruments must be handled carefully during surgery and cleaning to avoid misuse the instrument. Misuse will usually result in damage or breakage." No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.